Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient experienced endophthalmitis after surgery post usage of a side port blade. The procedure details was not reported.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. The customer reported a case of endophthalmitis, and the suspect product is the side port blade. No physical sample has been returned for evaluation; therefore, the condition of the product could not be verified. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. If possible, the customer should provide alcon with a photo of the reported issue in order to help with the investigation of this complaint. A review of the reported pack's bill of materials (bom) shows each unit should include a knife. The root cause of the customer's complaint could not be established as a sample had not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. The root cause of this complaint is not known; therefore, specific action with regards to this complaint cannot be taken. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor the data for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the company representative indicating that the side port blades which were used before did not create a perfect would sealing after the surgery. A case of endophthalmitis was received a few months back while trying to eliminate possible imperfections in the surgical routine. The change of side port blade was identified as a step to better the outcomes. There was no blade defect or a causal relationship between the blade and adverse events, it was just an extra step precaution to modify what was used in the surgery to decrease the possibility of such events.